Event description:
Surgeon attempting to place a 6 x 26 cm contour ureteral stent (ref #m0061802230, lot # 33585209) he stated it was bunching up on the wire and would not advance into place. He stated this has happened to him on a couple of other occasions in the last month. Offered another stent with a different lot number to see if it would insert easier. Same product as listed above with lot # 33520983 inserted without difficulty into left ureter. When attempting to place the stent on the right side, he encountered the bunching of the stent once again (lot # 33520983); he requested another stent. Given same size same lot number. Unable to insert stent into the right ureter after the wire came out of the right ureter, surgeon attempted to reinsert the wire but was unable to. All stents with the first lot number separated and given to rn coordinator of urology for investigation. No injury to the patient.